Manufacturer narrative:
The customer¿s report that the neutraclear leaked blood due to the orange piston sticking down was not confirmed. During visual inspection a residual red/brown substance resembling blood was present within the connector. Functional testing showed no anomalies. The root cause was not identified.

Event description:
It was reported that the neutraclear leaked blood due to orange piston sticking down when connected to a non bd extension set.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Requested demographics however customer only provided event occurred on an adult.

Event description:
It was reported that the neutraclear leaked blood due to orange piston sticking down when connected to a non bd extension set .